Event description:
Per bsc, this lead was not pacing or sensing appropriately one day post implant.

Manufacturer narrative:
The mechanical and the electrical performance of the lead under complaint was scrutinized. The investigations did not show any deviations from the electrical specifications. The visual inspection demonstrated a bend in the lead's fixation helix. Bending the helix requires the presence of mechanical stress. There was no evidence of a material or mfg problem. Mechanical stress while explanting the lead should be taken into consideration. The cuttings in the outer insulation are probable due to the explantation procedure.